Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, after a procedure, the viewing station of the imaging system would not power on when the imaging system was parked. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment as part of preventative maintenance. The manufacturer representative replaced the motion batteries, mvs ups, cpu cmos batteries, and o-arm casters. The system passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) for the imaging system was returned. However, analysis was not conducted on the unit. If information is provided in the future, a supplemental report will be issued.